Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: b,d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick flex wick was leaking. Rep discussed wick placement and wick pinching. The patient developed a kidney infection. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. No medical intervention was provided. Per customer via phone on 05nov2025, it was reported that she prefers the original wicks. She was provided with tips on how to place the wicks. Also reported that she has had 2 uti's and her doctor prescribed antibiotics. She does not know if the uti's were from the wicks or not.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick flex wick was leaking. Rep discussed wick placement and wick pinching. The patient developed a kidney infection. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. No medical intervention was provided.